Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.50 x 16mm synergy xd drug-eluting stent was selected for use. During the procedure the shaft broke. No patient complications were reported.